Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming a no delivery. The customer's blood glucose level during the incident was 450 mg/dl. The customer treated the high blood glucose with manual injections. Troubleshooting was performed. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated insulin exited and the insulin pump alarmed a no delivery. The customer stated they changed the infusion set and was able to get the insulin to flow out. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.